Event description:
24 hrs after the pt underwent a spermatocelectomy/vasectomy, he reported a reddened swollen area of skin at the site of the approx ctr of the ground pad location during surgery. It was assessed by a plastic surgeon to be a second degree burn not consistent with an electrical burn but more typical of an allergic reaction and/or chemical irritation.